Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft procedure. The directflow arterial return cannula was passed through a trocar in the left 1st intercostal space and inserted into the ascending aorta from a perpendicular approach without difficulty. The diameter of the ascending aorta as measured by transesophageal echocardiography was approx 2.6 cm. Several attempts to pass the 65 cm endoaortic clamp catheter into the ascending aorta were unsuccessful. The endoaortic clamp seemed to be hitting the back wall of the aorta opposite to the cannulation site. The surgeon reached in with his hand to help control the orientation of the cannulation site and to direct the tip of the endoaortic clamp to the ascending aorta. The endoaortic clamp tip was then advanced to the ascending aorta. After establishing cardiopulmonary bypass, the endoaortic clamp balloon was inflated to a volume of 24ml and a balloon pressure of 250 mmhg. Arterial line pressure was 260 mmhg. An attempt to deliver antegrade cardioplegia was unsuccessful and the left ventricle became distended. Retrograde cardioplegia was administered and the distal coronary anastomoses were constructed. After deflating the endoaortic balloon, an intimal flap was seen in the ascending aorta by transesophageal echocardiography. A hemi-sternotomy was performed and the ascending aorta was replaced with a graft. A vertically orientated laceratoin was seen along the interior surface of the aorta directly opposite the cannulation site. The coronary artery bypass graft was completed. The pt recovered uneventfully and was discharged from the hosp on the fourth postoperative day. The surgeon believes that he may have exerted too much force on the tip of directflow cannula, causing a tear in the intima. He then passed the endoaortic clamp through this tear, and caused the intimal flap when he inflated the endoaortic clamp balloon.